Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on (B)(6) 2024, lot number 3676446. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, crystalline, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device was explanted. Healthcare professional later reported capsular contracture baker grade IV. It was later reported capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted. Healthcare professional later reported capsular contracture baker grade IV.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12aug2024.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.